Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard distal femoral augment, catalog # 185305, lot # 441240. Vanguard distal femoral augment, catalog # 185325, lot # 640430. Biomet splined knee stem, catalog # 141618, lot # 021100. Biomet tibial tray, catalog # 185203, lot # unknown. Biomet knee stem, catalog # 148146, lot # 854590. Biomet offset adapter, catalog # 185210, lot # 219010. Biomet tibial sm cruciate wing, catalog # 185650, lot # 856820. Vanguard ssk ps tibial bearing, catalog # 185086, lot # 760170. Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-02825.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain post operative. The patient reported ongoing moderate to severe knee pain at each annual visit with a decrease in knee flexion. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that the patient sustained a fall due to unknown reasons. Since the reason is unknown, the device cannot be ruled out as the cause of the fall. However, no injury to patient or device was noted, and there is no report of intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.